Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, the device was unable to establish inductive telemetry with different programmers and programmer wands while measuring high voltage lead impedance. No intervention was reported. The patient's condition was stable throughout the event.